Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included arthritis, pyelonephritis, hepatomegaly, hepatic steatosis, insomnia, nephrectomy, shoulder operation, cholecystectomy, shoulder operation, vaginal discharge, obesity, dysfunctional uterine bleeding, nabothian cyst, endometrial polyp, uterine prolapse, kidney infection, urination difficulty, kidney stones, chronic cervicitis, leiomyoma of uterus, unspecified and menses irregular. Concomitant products included carisoprodol from (B)(6) 2015 to (B)(6) 2015, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, methadone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2010, piroxicam from (B)(6) 2015 to (B)(6) 2015, trazodone from (B)(6) 2015 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain /loss specify: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), anaemia ("anemia"), metrorrhagia ("metrorrhagia"), post procedural complication ("post procedural complication") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with ceftriaxone, citalopram and surgery (ablation on (B)(6) 2015, d&c and transvaginal hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, urinary tract infection, migraine, fatigue, weight increased, anaemia and metrorrhagia had resolved and the vaginal haemorrhage, bipolar disorder, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, post procedural complication and hot flush outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was taking beta blocker as treatment drug. Discrepancy noted essure removal information: essure removal procedure was given along with essure (or any part of the device) removed? No. Current weight 259 lbs patient received treatment for pelvic/abdominal, dysmennorhea (cramping), menorrhagia, anemia, gen. Abnormal. Bleeding, uti, fatigue, weight gain discrepancy in insertion dates- (B)(6) 2010 and (B)(6) 2010 discrepancy in removal dates-(B)(6) 2016 and (B)(6) 2016 after placement there were 8 coils, 1 coils visible in the endometrial cavity previously reported insertion date was (B)(6) 2010 the patient tolerated the procedure well date(s) of removal: (B)(6) 2016(discrepancy noted) received treatment for- pain, bleeding, bladder/urinary prob, fatigue, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: there is a sub centimeter nabothian cyst. The left ovary measures 5.1 x 4.5 x 3.6 cm with 2 simple cysts largest of which measures 3.6 x 3.4 cm. The right ovary is normal measuring 3 x 1.8 x 1.6 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bipolar disorder, uti, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: hot flashes was added as an event. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included arthritis, pyelonephritis, hepatomegaly, hepatic steatosis, insomnia, nephrectomy, shoulder operation, cholecystectomy, shoulder operation, vaginal discharge, obesity, dysfunctional uterine bleeding, nabothian cyst, endometrial polyp, uterine prolapse, kidney infection, urination difficulty, kidney stones, chronic cervicitis, leiomyoma of uterus, unspecified and menses irregular. Concomitant products included carisoprodol from (B)(6) 2015 to (B)(6) 2015, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, methadone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2010, piroxicam from (B)(6) 2015 to (B)(6) 2015, trazodone from (B)(6) 2015 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain /loss specify: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), anaemia ("anemia"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with ceftriaxone, citalopram and surgery (ablation on (B)(6) 2015, d&c and transvaginal hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, urinary tract infection, migraine, fatigue, weight increased, anaemia and metrorrhagia had resolved and the vaginal haemorrhage, bipolar disorder, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was taking beta blocker as treatment drug. Discrepancy noted essure removal information: essure removal procedure was given along with essure (or any part of the device) removed? No. Current weight 259 lbs. Patient received treatment for pelvic/abdominal, dysmennorhea (cramping), menorrhagia, anemia, gen. Abnormal. Bleeding, uti, fatigue, weight gain. Discrepancy in insertion dates- (B)(6) 2010 and (B)(6) 2010. Discrepancy in removal dates-(B)(6) 2016 and (B)(6) 2016. After placement there were 8 coils, 1 coils visible in the endometrial cavity previously reported insertion date was (B)(6) 2010. The patient tolerated the procedure well. Date(s) of removal: (B)(6) 2016(discrepancy noted). Received treatment for- pain, bleeding, bladder/urinary prob, fatigue, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: there is a sub centimeter nabothian cyst. The left ovary measures 5.1 x 4.5 x 3.6 cm with 2 simple cysts largest of which measures 3.6 x 3.4 cm. The right ovary is normal measuring 3 x 1.8 x 1.6 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bipolar disorder, uti, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events metrorrhagia and post procedural complication were added. Reporters were added. Event outcome of pain, bleeding, bladder/urinary, others has updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included arthritis, pyelonephritis, hepatomegaly, hepatic steatosis, insomnia, nephrectomy, shoulder operation, cholecystectomy, shoulder operation, vaginal discharge, obesity, dysfunctional uterine bleeding, nabothian cyst, endometrial polyp, uterine prolapse, kidney infection, urination difficulty, kidney stones, chronic cervicitis, leiomyoma of uterus, unspecified and menses irregular. Concomitant products included carisoprodol from (B)(6) 2015 to (B)(6) 2015, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, methadone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2010, piroxicam from (B)(6) 2015 to (B)(6) 2015, trazodone from (B)(6) 2015 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with ceftriaxone, citalopram and surgery (ablation on (B)(6) 2015, d&c and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bipolar disorder, urinary tract infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was taking beta blocker as treatment drug. Discrepancy noted essure removal information: essure removal procedure was given along with essure (or any part of the device) removed? No. Current weight 259 lbs. Discrepancy in insertion dates- (B)(6) 2010 and (B)(6) 2010. Discrepancy in removal dates-(B)(6) 2016 and (B)(6) 2016. After placement there were 8 coils, 1 coils visible in the endometrial cavity. Previously reported insertion date was (B)(6) 2010. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: there is a sub centimeter nabothian cyst. The left ovary measures 5.1 x 4.5 x 3.6 cm with 2 simple cysts largest of which measures 3.6 x 3.4 cm. The right ovary is normal measuring 3 x 1.8 x 1.6 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bipolar disorder, uti, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('gen. Abnorm. Bleeding') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included arthritis, pyelonephritis, hepatomegaly, hepatic steatosis, insomnia, nephrectomy, shoulder operation, cholecystectomy, shoulder operation, vaginal discharge, obesity, dysfunctional uterine bleeding, nabothian cyst, endometrial polyp, uterine prolapse, kidney infection, urination difficulty, kidney stones, chronic cervicitis, leiomyoma of uterus, unspecified and menses irregular. Concomitant products included carisoprodol from (B)(6) 2015 to (B)(6) 2015, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, methadone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2010, piroxicam from (B)(6) 2015 to (B)(6) 2015, trazodone from (B)(6) 2015 to (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain /loss specify: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with ceftriaxone, citalopram and surgery (ablation on (B)(6) 2015, d&c and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, bipolar disorder, urinary tract infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was taking beta blocker as treatment drug. Discrepancy noted essure removal information: essure removal procedure was given along with essure (or any part of the device) removed? No. Current weight 259 lbs patient received treatment for pelvic/abdominal, dysmennorhea (cramping), menorrhagia, anemia, gen. Abnormal. Bleeding, uti, fatigue, weight gain discrepancy in insertion dates- (B)(6) 2010 and (B)(6) 2010. Discrepancy in removal dates- (B)(6) 2016 and (B)(6) 2016. After placement there were 8 coils, 1 coils visible in the endometrial cavity previously reported insertion date was (B)(6) 2010 the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: there is a sub centimeter nabothian cyst. The left ovary measures 5.1 x 4.5 x 3.6 cm with 2 simple cysts largest of which measures 3.6 x 3.4 cm. The right ovary is normal measuring 3 x 1.8 x 1.6 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bipolar disorder, uti, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received events " abdominal pain, anemia, genital bleeding" were added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included arthritis, pyelonephritis, hepatomegaly, hepatic steatosis, insomnia, nephrectomy, shoulder operation, cholecystectomy, shoulder operation, vaginal discharge, obesity, dysfunctional uterine bleeding, nabothian cyst, endometrial polyp, uterine prolapse, kidney infection, urination difficulty, kidney stones, chronic cervicitis, leiomyoma of uterus, unspecified and menses irregular. Concomitant products included carisoprodol from (B)(6) 2015, celecoxib (celexa) from (B)(6) 2015, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2015, methadone from (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2010, piroxicam from (B)(6) 2015, trazodone from (B)(6) 2015 and valproate semisodium (depakote) from (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder / urinary tract / vaginal): urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain /loss specify: weight gain"). The patient was treated with ceftriaxone, citalopram and surgery (ablation on (B)(6) 2015, d&c and transvaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, bipolar disorder, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was taking beta blocker as treatment drug. Discrepancy noted essure removal information: essure removal procedure was given along with essure (or any part of the device) removed? No. Current weight (B)(6) lbs. Discrepancy in insertion dates - (B)(6) 2010 and (B)(6) 2010. Discrepancy in removal dates - (B)(6) 2016 and (B)(6) 2016. After placement there were 8 coils, 1 coils visible in the endometrial cavity. Previously reported insertion date was (B)(6) 2010. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: there is a sub centimeter nabothian cyst. The left ovary measures 5.1 x 4.5 x 3.6 cm with 2 simple cysts largest of which measures 3.6 x 3.4 cm. The right ovary is normal measuring 3 x 1.8 x 1.6 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bipolar disorder, uti, menorrhagia. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) type: urinary tract, psychological or psychiatric problems condition: depression, bipolar disorder and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, weight gain / loss specify which one: weight gain were added. Patient's medical history and concomitant medications were added, lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.